Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data.